Event description:
A pt admitted with diagnosis of loose hardware left shoulder and re-tear of rotator cuff. The pt originally had left shoulder angioplasty for humeral impingement and torn rotator cuff. The pt complained of shoulder weakness on abduction. X-rays revealed protusion and loosening of a metal anchor of the left shoulder. Intra-op performed by the surgeon identified a re-tear of the previously repaired rotator cuff. Pt underwent removal of the hardware and repair of rotator cuff.